Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Fse checked system error log and backup disk condition. Fse found that the issue was caused by the corruption of the system32\hal.dll file in the system os disk. Fse restored of the os disk. After restoring os disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not booting up. The system was not in clinical use. No harm has been reported to philips.